Event description:
Patient reported pain 4 months post surgery (2006). Physician performed revision surgery on the femoral and tibial components for suspected tibial loosening.

Manufacturer narrative:
A review of the device history record provides assurance, the part was accepted with conformance to the product requirements. Engineering evaluation of the part is on going.